Manufacturer narrative:
It was reported that during the deployment, it was found that the distal side of the stent did not expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
During the deployment, it was found that the distal side of the stent did not expand, therefore, the physician determined to stop using this product in the middle of deployment and placed it back into the outer sheath. Another stent was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that during the deployment, it was found that the distal side of the stent did not expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the normal deployment and full expanded stent, it is assumed that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Also, based on the congealed blood and body fluids on the distal cover on the stent and took about 10 minutes to fully expand, it is considered that the stent cover is affected by the congealed blood and body fluids. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary.

Event description:
During the deployment, it was found that the distal side of the stent did not expand, therefore, the physician determined to stop using this product in the middle of deployment and placed it back into the outer sheath. Another stent was used to finish the procedure. There were no patient complications as a result of this event.